Manufacturer narrative:
One used list# lat-d1000, conector tego was returned for evaluation. As received, a seal tearing was observed, no mating device was returned for evaluation. Complaint can be confirmed. The probable cause is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. There is an ongoing CAPA investigation associated with this issue. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in e1 - (B)(6).

Event description:
A complaint was received regarding a conector tego¿, that experienced damaged seal leading to no flow. It was stated that during the hemodialysis connection process, when the syringe was connected to remove the heparin seal, the silicone of the bioconnector was wrinkled. This irregularity hindered blood extraction, which made it necessary to replace the product. There is a contaminated sample available for investigation. The event occurred during use with a female patient, identified by the initials dmht, aged 52 years, and it is unknown if there was patient harm as result of this event. There was no patient harm as result of the event and that there is a sample available for evaluation.

Manufacturer narrative:
The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.